Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the suture of this product broke while inserting the product through an inserter in the patient's body. Therefore, the surgeon used an alternative product to complete the surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The suture button did not show damage or stains. The open slotted button remained assembled to the pad. The suture is frayed indicating it was broke and was not cut; therefore, the complaint is confirmed. Two knots are observed on the suture. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends